Event description:
Hcp reported patient has developed a secondary infection to pump and catheter from primary source of a nephrostomy tube. Patient required weaning from intrathecal baclofen with replacement with oral baclofen. Follow up with hcp revealed patient's pump was explanted and a temporary catheter inserted at a higher level away from the infected area in order to facilitate weaning of the patient off the intrathecal baclofen. Patient's intrathecal dose was successfully reduced at 25% per day and the oral dose increased to 120 mg and abrupt baclofen withdrawal was prevented. Patient is experiencing less effecacious response on oral baclofen since discontinuing the intrathecal baclofen. Patient has a very severe infection involving numerous organisms related to the nephrostomy tube and treatment of infection has been very difficult. Prognosis is uncertain at this time.